Manufacturer narrative:
The patient samples were collected as serum; no additional sample details (sample collection device and centrifugation information) were provided by the customer to date for this event. Per the customer complaint record, qc has been performing within the customer's established limits. System check data has not been supplied to date. The customer sent the patient samples to customer product line support (cpls) in january 2012 for additional testing. A definitive root cause for this event is pending the results of the cpls investigation. The serial numbers for the five (5) instruments involved in this event are: (B)(4). This report is related to the following mdrs that are being reported on different dates for the same patient that occurred at this customer site: 2122870-2012-00140, 2122870-2012-00141, 2122870-2012-00142, 2122870-2012-00143, 2122870-2012-00144, 2122870-2012-00145, 2122870-2012-00147, 2122870-2012-00148.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining reproducible elevated prostate - specific antigen (psa) patient results from one (1) patient's sample that were above the normal reference range of the assay, generated from five (5) different unicel dxi 800 access immunoassay systems. The elevated results were generated over several days in the year of 2011, ranging from (B)(6) 2011. This report documents the elevated results generated on (B)(6) 2011. The elevated results were reported out of the laboratory and were questioned by the patient's physician. The patient sample was retested on an alternate methodology, at an alternate facility, on (B)(6) 2011, which yielded discrepant, "normal" psa results, from the elevated results. Testing of the patients' samples on an additional alternate methodology at the customer's laboratory also produced discrepant, "normal" psa results on (B)(6) 2011. The patient received hormone treatments in (B)(6) 2011 due to the elevated psa results. It is not clear if the patient received any additional treatment that was indicated by the customer.